Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that at the start of the procedure, the proglide device could not be loaded onto the guide wire. The device never entered the patient anatomy. A new proglide device was used to achieve hemostasis. There was no reported clinically significant delay in procedure and no reported adverse patient sequela. No additional information was provided.